Manufacturer narrative:
Additional information received on october 28, 2024 indicated that the patient experienced unexplained systematic symptoms as follow: fatigue, brain fog, hair loss, insomnia, dry eyes, estrogen dominance, easy bruising, throat clearing, shortness of breath, asthma, acid reflux, ringing in my ears, leaky gut, gastrointestinal issues, achy joints, frequent urination, heart palpitations, yeast infections, headaches, hypothyroid, thyroid nodules, depression. Patient also experienced bilateral symptomatic rupture. As a result. Patient underwent bilateral removal on an unspecified date. H6 health effect - clinical code e2402: generalized illnesses. Reason for device explant and/or reoperation: symptomatic ruptures, generalized illnesses manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture unknown grade, use error, surgical intervention. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experienced left sided capsular contracture unknown grade postoperative. As a result, patient underwent open capsulectomy and per patient device was cleaned and put back to patient.